Event description:
It was reported that while using nuc 5i5 os image epicenter 7.x there was misassociation between sample to patient data. There was no report of patient impact. The following information was provided by the initial reporter: "the data does not go to the epicenter to turn on the pc again the customer receives the error 21073 of association of sample to patient data.¿ the data does not go to the epicenter to turn on the pc again the customer receives the error 21073 of association of sample to patient data

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using nuc 5i5 os image epicenter 7.x there was misassociation between sample to patient data. There was no report of patient impact. The following information was provided by the initial reporter: "the data does not go to the epicenter to turn on the pc again the customer receives the error 21073 of association of sample to patient data.¿ the data does not go to the epicenter to turn on the pc again the customer receives the error 21073 of association of sample to patient data

Manufacturer narrative:
H.6. Investigation: the customer reported that the data does not go to the epicenter to turn on the pc again the customer receives the error 21073 of association of sample to patient data. Troubleshooting discovered that this issue was caused by a mis-association of sample to patient data fault by the customer. This is an unconfirmed complaint of a bd product.